Event description:
Report received that the pump "shuts off" without alarming. The customer reported that the pharmacy programmed the pump to deliver a daily dose of desferal at 1ml/hour continuously for a duration of 8 hours. Reportedly, the patient initiated and completed the first dose successfully with the pump running on battery power. After the patient initiated the second dose, the pump "went dead" with no alarm or displayed messages present. The pump was returned to the pharmacy, and would not power on during subsequent pharmacy testing. The patient lost one day of therapy while the pump was being replaced. Therapy was continued with a replacement pump. There were no reported adverse patient effects.